Event description:
Event description guidant received information that at the time of change out of the ICD, the new device crt-d was connected and a shock was delivered. Subsequently, a warning message indicated that the shock was delivered into a shorted lead. The shock lead impedance was measured at less than 10 ohms and the pacing impedance was less than 200 ohms. The defibrillation lead (0125) was tested with the psa and readings were normal. The device (t175) was again connected, another shock delivered and again, the shorted lead message was displayed. The original device (1850) was reconnected, a shock delivered, and the shorted lead message was again displayed. Another guidant ICD (t176/111445) was connected and a shock was delivered with both the proximal and distal coil connected. This resulted in normal impedance measurements.